Event description:
The provider applied substantial force and withdrew the guidewire, but there was clearly evidence of fracture (approx 1.5 cm at the distal end of the guidewire. He was able to visualize the guidewire fragment with ultrasound, and it appeared to be outside the vessel and there was no clinical evidence of acute limb ischemia.